Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported during routine follow up, interrogation of the device did not display a charge time. The issue was found to be due to an overlap of a remote transmission and a clinical interrogation. The issue was resolved.